Manufacturer narrative:
Testing was performed at alere scarborough on retained kit lot 170406 with the following internal whole blood control samples: (B)(6) and hiv negative. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 170406 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 170406 showed that the complaint rate is 0.014%. The evidence available does not indicate that the product is performing outside label claims. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported a false positive (venous whole blood) ab result using the alere determine (B)(6) 1/2 ag/ab combo. Subsequent confirmatory testing demonstrated negative results. Test results were obtained from a patient in active labor, week 39. There were no adverse patient outcomes reported.